Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The waste gas needle valve was cleaned, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit alarmed, notifying the user that volume control ventilation was the only mode of mechanical ventilation available. There was no reported patient injury.